Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor (cgm) pairing failure with the ilet, confirmed in the device alarm history, and the agent guided the user to toggle the sensor settings for restart of sensor pairing, advising that pairing could take up to thirty minutes. No adverse clinical symptoms were reported. Outcomes included no reported impact on health or need for medical evaluation. User support included review of alarm history and guided troubleshooting and education on pairing workflow. Investigation of this case revealed a pairing connectivity issue consistent with sensor-transmitter communication or compatibility behavior, with no evidence of device damage or user injury. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication or configuration issue resolved through standard troubleshooting.